Event description:
The customer's mother reported that her son "has been experiencing high bg levels" with large ketones and was taken to the emergency room. (Note: the customer was also "currently ill with a stomach virus" - it is unclear what, if any, affect this had on bg levels or the decision to take him to the emergency room.) His bg levels rose from early morning (254 mg/dl) to early afternoon (292 mg/dl) despite correction boluses. While in the hospital, a bg of 405 mg/dl was displayed by the pdm (though the hospital's meter gave a reading of 437 mg/dl). The mother stated that, when the pod was removed, she "noticed a kink in the cannula with the smell of insulin." Neither the length of stay nor the treatment administered in the hospital were provided. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Additionally, we are unable to evaluate the fluid path to determine whether the reported cannula kink had impeded or restricted insulin flow to the customer. In the absence of a device investigation, no conclusion can be drawn. The omnipod user guide instructs the customer to "replace the pod" and "contact your healthcare provider for guidance" if blood glucose levels remain high for a total of four hours after a correction bolus was first administered. Based on the bg history provided in the report, it is unclear when the first bolus was administered. After the first high bg level was experienced, the pod continued to be worn for at least nine hours (up to the time of the hospital visit). The pod lot number was not provided. A review of lot qualification records could therefore not be performed.